Event description:
Received information stating patient experienced low bg's and passed out. Patient was taken to the hospital. It is unknown which cartridge lot number was being used at the time of event.